Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds are saturated. As stated on the repair statement on this device: unit has no alarm and multiple leaks repaired inside.